Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The same day as the peritonitis diagnosis, the patient was hospitalized for the event. At the time of this report, treatment, action taken with pd therapy and patient outcome were not reported. No additional information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.